Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information obtained. This event occurred outside the u.s. Referenced article: reduction of inappropriate anti-tachycardia pacing therapies and shocks by a novel suite of detection algorithms in heart failure patients with cardiac resynchronization therapy defibrillators: a historical comparison of a prospective database.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable cardioverter defibrillator (ICD). Additional information was obtained through follow up which indicated t-wave oversensing and inappropriate shocks. The status of the device is unknown. No further information was provided. No further patient complications were reported.